Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was confirmed. The root cause was use error. The label review found the labeling adequate for the prevention of the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a connection issue which occurred on the homechoice (hc) during fill 1. The home patient (hp) stated that the heater bag disconnected from the setup because, he did not have it on tight. The technical service representative (tsr) assisted the hp to end therapy so that he could start over. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted his registered nurse on (B)(6) 2012. She stated that the hp had spoken with her about this incident. The patient told her that "it would never happen again". Therapy since has been going well, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.